Event description:
This event was captured based on literature review. The research article was reviewed and identifying abbott vascular rx xience v stents that may be related to stent thrombosis, stenosis, and required intervention. Specific patient information is documented as unknown. Details are listed in the attached article, titled: atherosclerotic change at one year after implantation of endeavor zotarolimus-eluting stent vs vs. Everolimus-eluting stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated; date of implant estimated. The reported patient effects of restenosis and thrombosis are listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Article, atherosclerotic change at one year after implantation of endeavor zotarolimus-eluting stent vs vs. Everolimus-eluting stent.